Event description:
It was reported that there was a crack in the tubing attached to a stopcock of the duet drain. The pt experienced significant csf loss with possible pneumocephalus.

Manufacturer narrative:
(B)(4). The device has not been returned to the MFR. A review of the manufacturing records was not possible as no lot number was provided.